Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed evidence of this failure mode. Ultimately, lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation onto this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). The occurrence rate of this failure mode is less than 4/100,000; improvement activities are in-process. Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is add'l mitigation as part of the normal activities of a diabetic.

Event description:
The customer's mother reported that her son applied a new pod in the evening. That night while he was sleeping, she checked his bg level which was 216mg/dl - a bolus was administered. One-and-a-half hrs later, she checked his bg level again, which had risen to 365mg/dl - another bolus was administered. The pt woke for school with a bg level of 270mg/dl and the mother administered meal bolus to cover for his breakfast. He then went to school while still wearing the pod. While at school, his levels remained elevated (a high reading of 268mg/dl was experienced); a manual insulin injection was administered in response. The pod eventually initiated an alarm and was removed. The device will be returned for eval.